Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
The event report is received from the chinese health authority, stated during the cataract surgery with intraocular lens (iol) implant procedure, found that center of iol is blurry after the implantation. Tried irrigation several times with perfusion fluid, the iol was still blurry. The surgeon changed to another iol and surgery was completed successfully. When removing the iol, the incision was widened, leaking at incision when closing the wound, surgeon closed the incision with needle and thread. This caused an increase in patient's expense and slower recovery. Additional information has been requested.